Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for na+ electrode (na) and k+ electrode (k) on a cobas 8000 ise module. The initial na result was 160 mmol/l. The repeat results were both 144 mmol/l. The initial k result was 5.2 mmol/l. The repeat results were both 4.7 mmol/l. The initial results were reported outside of the laboratory. The patient had no history of high electrolytes so the sample was repeated twice. The electrode lot numbers and expiration dates were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.